Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: an investigation was complete using a picture of one affect sample returned for examination. Visual inspection of the sample revealed a breakage of the syringe barrel and plunger. Based on these findings, we verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. Since the magnitude of the damage in the syringe is significant enough to stop the machine, rejecting automatically the ones with major damages, we believe that the root cause of the problem is related with a human error. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Conclusion: sample evaluation: we have been provided with a picture of one affected sample. Visual inspection of the sample reveal a breakage of the syringe barrel and plunger. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally with lot #1708152. Associated syringe lot #7237290; barrel lots #7237231, #7234130, and #7211173; and plunger lots #7237233, #7234131, #7211180, and #7202249 revealed no problems, defects or qns related to the reported issue. Root cause: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported non-conformance was produced due to some blockage in the primary packaging machine feeder. Since the magnitude of the damage in the syringe is significant enough to stop the machine, rejecting automatically the ones with major damages, we think that the root cause of the problem is related with a human error. The returned picture of the sample presented the reported issue. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported an bd emerald¿ 5ml syringe was found "not molded correctly" prior to use. There was no report of exposure, injury or medical intervention.